Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Manufacturer narrative:
This follow-up report is being filed to correct complaint description, initial reporter, hospital address and the following: this medwatch was for a component implanted in the patient's right hip. There has been no revision of the patient's right hip and the component remains implanted.

Event description:
Biomet orthopedics received preliminary clinical data from (B)(6) regarding patients enrolled in (B)(6) clinical study. It was reported that patient underwent right total hip arthroplasty on (B)(6) 2010. Additional information received indicates that patient is bilateral and underwent an initial left total hip arthroplasty on an unknown date. Subsequently, a revision procedure was performed on (B)(6) 2012 due to an unknown reason.

Event description:
Biomet orthopedics received preliminary clinical data from meander medisch centrum regarding patients enrolled in a (B)(6) clinical study. It was reported that patient underwent right total hip arthroplasty on (B)(6) 2010. Additional information received indicates that a revision procedure was performed on (B)(6) 2012 due to an unknown reason.